Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin leaks out where the infusion set is attached. Caller reported this has happened with several pieces of each box. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.